Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited under-sensing and r wave amplitude variation. Programming changes were made. The patient was in stable condition.

Event description:
New information notes the device pocket was loose. When the physician manipulated the pocket, the device exhibited noise. The patient was in stable condition.